Event description:
It was reported that the patient underwent surgery on (B)(6) 2009 and mesh was implanted. It was reported that the patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). It was reported that due to mesh erosion, pain and infections, the patient underwent mesh removal on unknown date.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2009 in order to treat anterior/apical pelvic organ prolapse and stress urinary incontinence concurrently with a retropubic tvt and a cystoscopy. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012 -02009. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that following insertion the patient experienced urinary retention, incontinence, and urinary tract infection.

Manufacturer narrative:
It was reported that the patient had mesh revision on (B)(6) 2009 and the mesh was removed on (B)(6) 2011.